Event description:
Healthcare professional reported "mastodynia and possible implant rupture, double capsule and breast cysts" confirmed by ultrasound and MRI. This record is for the right side. Device was explanted and will not be returned.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule, cysts.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ double capsule: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. ¿ cyst(s): unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. ¿ no additional observations are performed. ¿ no further actions are required since no issue in the manufacturing of the device is observed

Event description:
Healthcare professional reported "mastodynia and possible implant rupture, double capsule and breast cysts" confirmed by ultrasound and MRI. This record is for the right side. Device was explanted.